Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client has reported that when sutured the 1st bite and continuous with 2nd bite, the thread detached from the needle. The needle was hold with the needle holder. Procedure: excision biopsy of right breast lumps. No patient injury.

Manufacturer narrative:
Corrected data: h6, medical device problem code (a) changed according to the sample received. Also, component code (g). Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received an open sample for analysis. We have checked the returned used sample, and the needle is broken near needle attachment area. Also, it shows that the needle has been held near this area due to there are some impacts of a needle holder or other surgical instrument. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Needle bending strength results during production control of the needles with the same needle raw material batches used in this product was 13.5 nxcm in minimum and fulfilled specifications(>10.8 nxcm). Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the used needle has been damaged by the user, causing it to break. Final conclusion: taking into account that the used sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.